Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to be recharged (B)(6) 2017. The ipg is inoperable.the patient underwent surgical intervention on (B)(6) 2017 to remove and replace ipg. Therapy has successfully been restored post- operatively.